Event description:
The consumer reported they had a 3rd infection in 2014. The infection cleared once the system was explanted. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.